Manufacturer narrative:
During investigation for unrelated allegations, there were 3 additional motor issue failures revealed during product investigation due to an internal motor failure.

Event description:
This report summarizes 0 malfunction events. There were no initial allegations to be summarized for motor issue.

Manufacturer narrative:
Follow up #1 06/15/2016: during investigation for unrelated allegations, there were 3 additional motor issue failures revealed during product investigation due to an internal motor failure. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 0 malfunction events. There were no initial allegations to be summarized for motor issue.